Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. The subdural hematoma is likely due to fall as the patient was found lying down, unresponsive. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. There are patient factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Device remains implanted.

Event description:
It was reported that the patient experienced abdominal pain and bloating with normal food intake for one week. Therefore, the patient significantly decreased oral intake. The patient reports symptomatic hypoglycemia (fatigue, dizziness) more frequently this past week, resolved with juice or candy. The patient also had an eight-pound weight loss. The patient was found lying down at home, unresponsive. Ems was called and poc glucose was 25 (the patient's last does of insulin was the prior evening). The patient was treated with medication and blood glucose increased to 71. The patient was hospitalized. A head CT revealed a subdural hematoma and age indeterminate infarcts. At the hospital poc glucose was 52 (insulin was on hold) with subsequent values in the 50s overnight. The patient was treated with medication and IV fluids and glucose increased to 120-140s. The following morning glucose was again in the 50s and improved to 174 after eating cookies and juice. Hba1c was 5.5 on (B)(6) 2015. A CT scan of abdomen and pelvis from (B)(6) 2015 revealed no gross abnormality in adrenal glands. The patient was treated with steroids. The event was resolved and the patient was discharged on (B)(6) 2015. The principal investigator indicated the event was related to the patient's condition and possibly related to the device. The device remains in use. No further patient complications have been reported as a result of this event.